Manufacturer narrative:
(B)(4). Medical product: biomet spinalpak stimulator catalog #: 1067717 serial (B)(4). Therapy date: (B)(6) 2018. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated report: 0002242816-2018-00017.

Event description:
It was reported the patient experienced a burn. The patient reported she had no issues since receiving the spinalpak, then she woke up one morning and had blisters on her back. She states she did not use anything new (i.e. Soap or laundry detergent) and had not increase her activity level. She states she was using the 63 b electrodes without the cover patches and she was changing the electrodes daily, however this time she left them on for 72 hours. She went to the emergency room (ER) and states she was told by the ER staff that she either had an allergic reaction to the adhesive or to the unit. The blisters were lanced and the patient was prescribed mupirocin cream and cephalexin to prevent infection and told to not wear the unit for a week. A new unit and 72 r electrodes were sent to the patient. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The customer did not return the products to zimmer biomet for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following sections were updated: b4: date of this report added. B7: other relevant history added. D4: UDI number added. G1-2: contact office name and email addresses updated. G4: date received by manufacturer added. G7: type of report. H2: follow up types. H3: device evaluated by manufacturer updated to no. H6: patient code updated to 2241: wheal(s). H6: patient code updated to 1757: burn. H6: device code updated to 3191: appropriate term/code not available. H6: method code updated to 4114: device not returned. H6: results code updated to 3221: no findings available. H6: conclusions code updated to 4315: cause not established. H10: additional narratives/data: the following sections were corrected: b5: event description updated. E3: occupation updated. G5: PMA number corrected. H8: usage of device updated to unknown. Multiple MDR reports were filed for this event, please see associated reports: 0002242816-2018-00017-1 h3 other text : device has not been returned.

Event description:
It was reported the patient experienced a burn. The patient reported she had no issues since receiving the spinalpak until one morning she developed blisters on her back. She states she was using the 63b electrodes and changed them daily; however, this time she left them on for 72 hours. She went to the emergency room (ER) and states she was told by the ER staff that she either had an allergic reaction to the adhesive or to the unit. The blisters were lanced and the patient was prescribed mupirocin cream and cephalexin to prevent infection and told to not wear the unit for a week. No additional patient consequences were reported.